Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was using more than three hundred twenty percent of power. Initial analysis showed that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device cases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. As of this time, the device remains in service. No adverse patient effects reported.